Event description:
It was reported that a user of the ilet reported a high glucose alert with a concurrent fingerstick of 373 mg/dl; troubleshooting reviewed alerts, confirmed insulin delivery pathway, assessed insulin expiration, and considered infusion site issues, after which the user was advised to perform a complete supply change. Symptoms included nausea associated with hyperglycemia. Outcomes included no reported hospitalization and no emergency care. Investigation included customer-facing troubleshooting and request for additional information. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contributing factors such as infusion site issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.